Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 0(B)(6) 2026 from the home therapy nurse (htn) of a 48 year old male patient with a medical history including atrial fibrillation and end stage renal disease, who stated the patient was non responsive prior to performing rinse back. Emergency medical services (ems) were called, cardiopulmonary resuscitation (CPR) and chest compressions were performed until ems arrival. Upon ems arrival, the patient was pronounced at an unspecified time on (B)(6) 2026. Although requested, additional information was not provided.

Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. Evaluation of the available log files was unremarkable with no product deficiency identified.